Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Upon follow up on 11/24/2022, 11/30/2022, 12/05/2022, the customer has responded on 01/03/2023, 01/19/2023, the device has not yet returned to the manufacturer for evaluation. How-ever we request the device back.